Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 03 september 2016. The fse found the diluent pump was not working and replaced the pump. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was the diluent pump was not working

Event description:
On (B)(6) 2016 a customer reported having issues with quality control (qc) and patients with their aia 360 analyzer since the preventive maintenance was performed. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse event consequence due to the alleged issue of potential discrepant patient results.